Event description:
Post plasma exchange, pt experienced decrease level of consciousness, incontinent of urine and stool; md's called. Physical exam done. Solumedrol 125mg IV given, breathing treatment done. Pt disconnected from unit to pt room. Several hrs later, air embolus noted by CT scan. Red clamp on arterial port catheter closes but doesn't completely occlude the tubing; allowing blood/fluid to leak out when there is not a cap or tubing connected to the port.